Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate signal artifact monitor (sam) episode. Additionally, noise was observed that appeared to be consistent with the minute ventilation sensor. High out of range right ventricular (rv) pacing impedance measurements were also noted. It was believed the patient may have been undergoing a procedure at the time of these observations. No adverse patient effects were reported.